Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "thoracic pain, increases with arm movement; baker ii" and rupture confirmed via ultrasound and mammogram. The device remains implanted.

Event description:
Healthcare professional reported, a right side thoracic pain. Increases with arm movement, baker ii". And rupture. Confirmed via ultrasound and mammogram. "Peri-prosthetic fibrous capsules with microscopic evidence of foreign body (silicone)¿. Device was explanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Healthcare professional reported a right side "thoracic pain, increases with arm movement; baker ii" and rupture confirmed via ultrasound and mammogram. The device remains implanted.